Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock and right ventricular (rv) pacing impedance measurements, rv noise, oversensing, and pacing inhibition without asystole. The impedances were checked in the clinic and were not able to be reproduced. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock and right ventricular (rv) pacing impedance measurements, rv noise, oversensing, and pacing inhibition without asystole. The impedances were checked in the clinic and were not able to be reproduced. The device and lead were explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that during the previously reported surgical revision, this device was removed from the pocket; a tug test was performed, and the device was analyzed which did not reproduce the noise. Then the physician squeezed on the middle of the device, and the noise was reproduced. The device was explanted and replaced at that point. The new device was connected to the chronic lead, and the same noise was observed. The lead was then also explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock and right ventricular (rv) pacing impedance measurements, rv noise, oversensing, and pacing inhibition without asystole. The impedances were checked in the clinic and were not able to be reproduced. The device and lead were explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that during the previously reported surgical revision, this device was removed from the pocket; a tug test was performed, and the device was analyzed which did not reproduce the noise. Then the physician squeezed on the middle of the device, and the noise was reproduced. The device was explanted and replaced at that point. The new device was connected to the chronic lead, and the same noise was observed. The lead was then also explanted and replaced. No additional adverse patient effects were reported.